Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) was providing glucose values in the dexcom app, but pairing to the ilet bionic pancreas failed until troubleshooting was completed, including cycling the sensor setting, restarting the ilet, and verifying bluetooth functionality. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included uninterrupted glucose monitoring via the dexcom app and no alerts or alarms on the ilet once troubleshooting guidance was provided with no reported health impact. User support included device use review, assessment of the pairing workflow, and confirmation of the correct sensor code. Investigation of this case revealed a connectivity and pairing issue between the ilet and the cgm transmitter without sensor malfunction, attributable to pairing competition from the phone¿s bluetooth and resolved with standard pairing sequence and device restart. It was concluded, based on previously established findings for similar reports, that the cause was user¿device interaction and external device interference with bluetooth pairing, mitigated by correct pairing procedure.